Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurement, averaging around 140 ohms and fluctuating between 120 and 150 ohms. Technical services (ts) was consulted and recommended reprogramming as well as assessment for lead replacement. No adverse patient effects were reported. This rv lead remains in service. Additional information was received indicating that this rv lead was explanted and successfully replaced. No additional adverse patient effects were reported. This lead has not been returned for analysis.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurement, averaging around 140 ohms and fluctuating between 120 and 150 ohms. Technical services (ts) was consulted and recommended reprogramming as well as assessment for lead replacement. No adverse patient effects were reported. This rv lead remains in service.